Event description:
It was reported that patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as per facility policy.